Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 100 units of insulin, and the fill estimate dropped to 4 units of insulin in one day. The customer's blood glucose level was 130 mg/dl. The customer loaded a new cartridge with insulin, and received an accurate fill estimate.